Event description:
It was reported that patient had a return of symptoms while in the hospital. The patient reviewed the message screens and reported a power on reset condition. Also, the patient said both devices were turning off intermittently when the patient was at home. Refer to MFR report #3004209178-2010-07523.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.